Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the surgeon did agree with the patient's report. At the last visit on (B)(6) 2013 the event was resolved. Another effect of the high pressure was mydriasis. The pupillary diameter was 6.5 but the patient's prognosis is excellent and the visual acuity was 20/15.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2013. The patient reported was prescribed eye drops for high pressure. The patient reported aqueous misdirection had developed which resulted in three or four additional yag laser treatments and six or seven different sets of eye drops every few hours for several weeks following the surgery. The eye pressure has stabilized. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly elevated iop following icl implantation was detected at the clinical exam requiring secondary surgically (yag peripheral iridotomy) and medically ((B)(4)) intervention. According to the dcr, the most likely cause was aqueous misdirection. The issue fully resolved by the 6- month follow-up with excellent prognosis (va 20/15). The only consequence is mydriasis (6.5 mm). Based on data for the icl`s FDA approval, most surgeons perform nd: yag pis (peripheral iridotomy), and 5% of them do not function which leads to increased postoperative iop. It should be noted that there was no reported icl misplacement/dislocation and after additional pi was created the issue resolved therefore, it is very likely that procedure related factor (nonfunctioning pre-op iridotomy) was the cause of the event. Conclusions: based on the complaint history, work order search and the medical review, it is very likely that the cause of the event was procedure related factor (nonfunctioning pre-op iridotomy). (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - no: lens not returned. : method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.